Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -07.50 diopter, in the patients right eye (od), on (B)(6) 2024. The vault was not ideal and the patient will need close follow-ups. The lens remained implanted. This was the replacement lens for MFR. Report # 2023826-2024-02455. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.